Event description:
It was reported that when the device was used during a laparoscopic colon procedure, the device did not fire. No further information is available. Case was completed with a like product. There was no patient consequence.